Event description:
Customer reported at 1:30 am, having chest pains, cramping, and not being able to move. Customer's family called paramedics. At 2 am, paramedics arrived and their device = 43 mg/dl. Customer was given an IV but was not sure what type. Customer was taken to the hosp and observed, however was released early the next morning. Customer stated having been in and out of the hosp three times over the last two weeks for blood glucose. Strips were coded expired. Controls were stated to be in range but values were not provided. A request was made for return product and replacement product was sent.